Event description:
It was reported that syringe 0.5ml 8mm 90 bx 450 mo was damaged. The needle hub separated and the device was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no: 328290 batch no: 9280126. It was reported that the hub was bent at an angle and the shields are difficult to remove. Also, the needle hub separated when removing the shield. Verbatim from email: email received¿2020-08-25 13:56:49 needle fused into the cap. Not able to draw back. Needle not straight, is at an angel.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 9280126. Customer states that the hub was bent at an angle and the shields are difficult to remove, the needle hub separated when removing the shield, not able to draw back, and the needle is not straight. The returned syringe was examined and exhibited a barrel tip deflection, which causes the hub-needle/assembly to sit at an angle on the barrel. No defects were observed on the hub or cannula. The sample was then tested and the plunger was able to draw properly and the shield was able to be removed from the barrel without the hub assembly separating from the barrel. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852941] noted for raised hub. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (barrel tip deflection) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates, plunger difficult to operate, shield difficult to remove, bent cannula) process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 8mm 90 bx 450 mo was damaged. The needle hub separated and the device was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no: 328290, batch no: 9280126. It was reported that the hub was bent at an angle and the shields are difficult to remove. Also, the needle hub separated when removing the shield. Email received 2020-08-25 13:56:49: needle fused into the cap. Not able to draw back. Needle not straight, is at an angel.